Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #1225714-2014-05006, 05007, 05008, 2937457-2014-01148, and 01149.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.